Event description:
A female pt underwent aaa repair in 2009. A zenith endograft was placed according to the IFU, however, the proximal seal zone was outside the IFU. On the final angiogram, a proximal type I endoleak was noted. The operator decided to place another MFR's stent in the aortic seal zone. A following angiogram was taken showing a slowed type I endoleak. The operator decided to end the procedure and f/u with a CT scan in the near future. There were no pt complications.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. Although we cannot determine with certainty the root cause, a large contributing factor to the endoleak may have been due to the proximal seal zone. However, without images, the degree to which the anatomy was outside the indications for use is unk, and therefore, cannot be determined definitively if this was the cause for the endoleak. We will continue to monitor for similar complaints.